Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter unpaired itself was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a transmitter unpaired itself was reported. Product was provided for investigation. A visual inspection was conducted and the test passed. A voltage test was conducted and failed. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.